Event description:
It was reported that this pacemaker was suspected to be in safety mode. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was thoroughly inspected and analyzed. It did not meet longevity expectations; however, no error codes or resets were noted, and it was not operating in safety mode. Memory review and battery diagnostics showed normal depletion patterns. Reduced longevity was attributed to chronic high atrial sensing in ddd mode.

Event description:
It was reported that this pacemaker is suspected to be in safety mode. This device was explanted and successfully replaced. No additional adverse patient effects were reported.